Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. A78080) inserted for female sterilisation. The patient's medical history included fibroids, depression, anxiety, dysuria, hematuria and anemia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with blood transfusion, auxiliary products and surgery (vaginal hysterectomy with mccall culdoplasty, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: clinical diagnosis: aub. Final pathologic diagnosis: endometrial biopsy: blood clot with scant fragments of detached endometrial glands.. Ultrasound pelvis - on an unknown date: there is an anterior fibroid measuring 3.9 x 3.3 x 4.2 cm. Impression- fundal fibroid.. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. A78080) inserted for female sterilisation. The patient's medical history included fibroids, depression, anxiety, dysuria, hematuria and anemia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with blood transfusion, auxiliary products and surgery (vaginal hysterectomy with mccall culdoplasty, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: clinical diagnosis: aub. Final pathologic diagnosis: endometrial biopsy: blood clot with scant fragments of detached endometrial glands. Ultrasound pelvis - on an unknown date: there is an anterior fibroid measuring 3.9 x 3.3 x 4.2 cm. Impression- fundal fibroid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.